Event description:
As a result of the product notification effort under recall st jude medical learned that this person had died. No details regarding cause of death were attainable from the physicians. St jude subsequently requested and received a death certificate. The certificate lists ventricular tachycardia as the immediate cause of death with cardiomyopathy as a condition leading to the ventricular tachycardia.